Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded high out of range shock impedances greater than 125 ohms. Boston scientific technical services discussed that the measurement may be related to lead integrity or the device connection. The rv lead was reprogrammed to exclude the proximal coil from the shocking circuit. The rv lead is connected to a competitor's product. This rv lead remains in service at this time. No adverse patient effects were reported.